Event description:
Pt found on floor beside bed, unresponsive. Posey vest still on. Bed check on but failed to alarm. Coroners report received on 6/1/1998 listed cause of death as positional asphyxia. Bed check either failed to alarm because strap on posey vest held pressure on bed check or device became unplugged when pt. Fell.